Manufacturer narrative:
Investigation identified the problem is the due to the quality of labels produced by the customer's barcode label maker. Labels do not meet the specifications outlined in user's guide. Issue has been reviewed with the customer. They are working to improve the label quality but continue to generate barcode labels on current instrumentation.

Event description:
The barcode scanner on the ortho verseia pipettor misread the sample barcode. A barcode misread could result in a sample from one patient being misinterpreted for another. No death or serious injury was associated with this incident. (B)(4).